Manufacturer narrative:
Other, other text: additional information: d10. Device evaluation: one cadd solis vip pump was returned for analysis. The operator performed a functional check and a visual inspection along with reviewing the event history log. Test executed with test device pm- 1127: flow rate: 30,96ml per hr. The device passed. The analyst was unable to confirm the customer problem, no problems were found with the device.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during use, a smiths medical cadd solis vip pump finished infusion earlier than expected. It was noted that 8mls of infusion was supposed to remain, but all fluid was gone. No patient consequences were reported. No adverse effects reported.